Event description:
Device issue: suture break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis, hematoma, loss of pulse, dissection. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of a mildly calcified right common femoral artery (rcfa) after an interventional procedure. Reportedly, as the knot was advanced down, the white suture broke. The remaining green suture was successfully tied, but the site was 22f and bleeding continued. A surgical cut-down was performed. It was reported that the "wire" was moved a lot during the cut-down and a large hematoma developed, but hemostasis was achieved. Upon "palpitation of the right leg, it was noted that leg was cold and white with no pulse." A second cut-down was performed, which revealed a vessel "dissection of the artery transverse on the cfa." The surgeon believed the dissection was not related to the prostar xl device. The dissection was surgically repaired and good blood flow with pulses were restored to the leg. The pt was transfused with blood to replace the lost blood and was transferred to the intensive care unit for recovery. There were no reported adverse pt sequelae. No add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Patient selection. Off label use. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.